Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. D4 batch #: x95j9h. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a set of images submitted for evaluation. Two images were provided by the customer. Harmonic har36 lote x95j9h 1.jpeg shows a har device with the distal tip of the blade broken off. Harmonic har36 lote x95j9h 0.jpeg shows a tyvek from top view, code har36 lot: x95j9h. (Exp. Date: 2027-07- 31). Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Based on the photos, the reported event was confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number x95j9h, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent the prostatectomy procedure and during surgery the shears presented a defect breaking the tip. The shears was replaced by another one. There was no adverse event to the patient or health care professional.